Manufacturer narrative:
Device and implantation details unavailable at the time of this report, this report is submitted on january 18, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced discomfort and poor performance with device use, subsequently the patient underwent revision surgery on (B)(6) 2016, to remove an internal magnet.